Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized. On an unreported date, the patient began treatment with cefepime (500 mg, twice a day, intravenously), tazobactam injection (500 mg, twice a day, intravenously) and intraperitoneal (ip) amikacin injection (250 mg, twice a day) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.